Event description:
During an lar procedure, the doctor positioned the instrument according to co's recommendations and preceded to fire the instrument. After firing, the doctor, set the safety back turn the adjusting knob in a 1/2 turn. Then routed the instrument to the right and left and pulled it out. Then the doctor discovered that the donuts had some problems. After checking the doctor discovered that the cdh had not fired completely. Just some of the circumference, so the doctor should procees to repair the damage and perform a abdominoperiadominal resection instead of the lar that the doctor was planning. There was no pt consequence.